Manufacturer narrative:
The complaint investigation for a false nonreactive alinity I anti-hbc ii result, on an alinity I processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The abbott technical service specialist (tss) found that the light baffle, process path, part number a-35017274-01, needed to be cleaned, which resolved the customer¿s complaint. The module function was verified with a control/precision run. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a false nonreactive alinity I anti-hbc ii result for a female patient. The following data was provided: initial result was 0.49, repeat result was 7.20 s/co. Additional laboratory results were provided: hbsag was >250 iu/ml, which is reactive; hbsab was 0.64 miu/ml, which is nonreactive; hbeag was 1157.91 s/co, which is reactive; hbeab was 54.54 s/co, which is nonreactive. The customer believes the reactive result is consistent with the patient¿s clinical picture. There was no impact to patient management reported.

Event description:
The customer observed a false nonreactive alinity I anti-hbc ii result for a female patient. The following data was provided: initial result was 0.49, repeat result was 7.20 s/co. Additional laboratory results were provided: hbsag was >250 iu/ml, which is reactive; hbsab was 0.64 miu/ml, which is nonreactive; hbeag was 1157.91 s/co, which is reactive; hbeab was 54.54 s/co, which is nonreactive. The customer believes the reactive result is consistent with the patient¿s clinical picture. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.